Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by france that the battery handpiece device was "heating the saw handle". During service and evaluation, it was observed that the handpiece device bearing was defective, the ball bearings were worn, and the device was leaking. It was also noted that the device failed pre-repair diagnostic tests for leaking. It was not reported if the device was used in a surgical procedure. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.